Event description:
On november 30, 2022, an lsi representative was in the audience at the international coronary congress (icc) meeting in tokyo, japan. One presentation at this conference detailed a case report, which is summarized below. A 69-year-old female patient with a past medical history of hypertension, diabetes mellitus, and dyslipidemia had an aortic valve replacement (avr) procedure approximately three years ago. The sutures holding the bioprosthetic replacement valve in place were secured with cor-knot® titanium fasteners. The patient began having chest pain and shortness of breath one month post-avr, which continued for approximately three years until additional evaluation was pursued. The patient had a normal echocardiogram, electrocardiogram, and esophagogastroduodenoscopy. Therefore, cardiac cause was ruled out at that time. The patient then underwent a cardiac stress test, which was positive for ischemia of the lateral wall of the heart. The patient had additional imaging and was diagnosed with a dynamic obstruction of the left main coronary artery ostium "by the metallic aortic valve ring." A robotic left internal mammary artery to left anterior descending coronary artery bypass was then performed to correct this dynamic obstruction. The patient was discharged 5 days after her procedure and had resolved symptoms on follow-up.

Manufacturer narrative:
Cor-knot® titanium fasteners are used to secure suture in general and cardiovascular surgical applications. In practice, the user loads a cor-knot® quick load® unit - comprising a hollow cor-knot® titanium fastener - into the distal tip of a cor-knot® device. Next, the user gently slides the distal tip of the loaded cor-knot® device over the suture down to a targeted site. The user orients the device appropriately and tensions the suture as desired. The user then squeezes a lever on the cor-knot® device to crimp the titanium fastener onto the suture and trim the suture tails. The crimped cor-knot® fastener secures the suture. The user then confirms proper position of the crimped cor-knot® fastener. There is no report that the cor-knot® device did not perform its intended function of securing suture within the crimped titanium fasteners. The case report presented at this conference described a dynamic obstruction of the left main coronary ostium by the metallic aortic valve ring. It may be interpreted from the case report that one of the cor-knot® fasteners was placed by the original surgeon in such a way that there may have been an increased risk of obstructing one of the coronary ostia. We believe it is understood by cardiac surgeons that they should not place any objects (e.g., prosthetic valve components, suture tails, titanium fasteners, etc.) In locations that can potentially obstruct coronary ostia, reduce coronary artery flow, and/or deprive heart tissue of oxygenated blood in that distribution. As noted in the cor-knot® instructions for use, "while the titanium of the cor-knot® fastener is physiologically very inert, routine surgical precautions must be employed whenever foreign materials are left in a patient". Similarly, as also noted in the cor-knot® instructions for use, "inspect to ensure the cor-knot® fastener and suture tails are oriented away from delicate tissue and prosthetic structures." The presenter of this case report himself noted that care should be taken to ensure proper orientation of cor-knot® titanium fasteners. Although it is not clear what specifically was obstructing the coronary ostium from this presentation about this patient, even if it were the cor-knot® fastener, we believe surgeons should apply appropriate judgment in such a way that their treatments and routine precautionary measures avoid or minimize the risk of coronary ostia obstruction. It is the surgical standard of care to intraoperatively confirm that nothing placed in the patient, including a prosthetic heart valve, its metallic ring, or a titanium fastener, is obstructing a coronary ostium. In cardiac surgery, surgeons typically inspect coronary ostia before and after working around these openings; this inspection is visual and frequently also involves the use of atraumatic probes. The coronary ostia are delicate tissue structures and should be recognized as such. To avoid causing an obstruction of critical blood to the heart, objects, including remnant suture tails and/or titanium fasteners, should not be oriented toward the coronary ostia. If in fact this patient's coronary ostium was obstructed, this outcome is more attributable to a lack of routine surgical precautions than to cor-knot® technology. More than 12,115,000 cor-knot® titanium fasteners have been used in cardiac surgery worldwide since 2011. In that time, the current event is the only reported instance in which a cor-knot® titanium fastener may have been positioned by a surgeon in a location where it could block a coronary ostium. If this was attributable to the fastener, the exceptionally low occurrence rate of (B)(4) (1 in 12.115 million) illustrates the rarity of this risk. There is no claim that the fastener itself malfunctioned in any way. We are glad to hear that the patient's symptoms were fully resolved following her coronary artery bypass surgery. The history, literature, and known clinical surveillance of the use of titanium fasteners in aortic valve surgery strongly support the use of this technology when deployed consistent with the routine standard of care.